Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 482 mg/dl. Customer also reported that the high blood glucose was due to infusion set issue. Automode feature was in use at time of the event. Customer treated for high blood glucose with insulin pump. Insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.